Event description:
It was reported that the pt's health care provider found, by an MRI, that the pt's leads were both out of place. The info available at the time of this report suggested the pt's device was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).